Event description:
Atherectomy treatment was performed using a diamondback 360 coronary orbital atherectomy device (oad) on a 99% stenosed, moderately calcified, 10 mm long, 4.5 mm in diameter lesion in the ostial left main (lm). Glideassist was activated and the oad was advanced to a severely calcified, 90% stenosed, 15 mm long, 3.5 mm in diameter lesion in the proximal left anterior descending (lad) artery. Glideassist was again activated. The oad and wire came into contact and the spring tip of the wire was sheared off. The tip fragment migrated to a septal branch. The physician opted to leave the fragment in vivo. The wire and oad were removed. The procedure was completed with balloon angioplasty and stent placement. Following the procedure, the patient was stable. In the opinion of the physician, the event was due to a use error.

Manufacturer narrative:
The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The diamondback 360® coronary orbital atherectomy system IFU states, "maintain at least 5 mm between the proximal end of the viperwire guide wire spring tip and the oad drive shaft tip to prevent contact of the drive shaft tip with the guide wire spring tip. Further advance the viperwire guide wire, as necessary, to maintain the 5 mm minimum distance." Csi ID: (B)(4).